Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that that when they put the communicator on their implant just a short while ago today, all of a sudden patient said felt shocking right over implant site and in vaginal area. Patient said their spouse was helping them when this occurred and now their cousin, is helping to adjust as cousin also has the implant. Patient confirmed that the shocking stimulation sensation was right at the beginning when first placed the communicator over implant site and down by the vagina and that it was very strong. Agent suggested patient place a cloth barrier over implant before placing the communicator over site. Patient said before the communicator was over bare skin. Reviewed general programming guidance and patient decreased the setting and then decreased a second time after a minute, to a more comfortable level and said could now walk again. The troubleshooting steps that were taken on the call resolved the issue. Patient noted that the therapy had been a tremendous help for them. When asked, patient said hasn't used the external devices before and just thought important to connect to implant. The circumstances that led to the reported issue were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.